Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (0.5 mg/ml at 0.322 mg/day) via an implanted pump. It was reported that the patient was hospitalized for suspected chemical meningitis, related to their intrathecal morphine. It was noted that the pump was implanted in (B)(6); filled on (B)(6) 2025; and the patient was hospitalized on (B)(6). The patient was then seen in the clinic on (B)(6), and their pump was turned to minimum rate. The patient was pursuing an explant of the system.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6) implanted: (B)(6) 2025. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.